Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas and the reported event could not conclusively be established through this evaluation. The submitted log files showed the pump operating as intended. It was reported that the patient experienced ventricular tachycardia that converted into ventricular fibrillation. They reported that no alarms occurred. The account communicated on (B)(6)2019 stating that the patient was transferred for cardioversion and then transferred to the intensive care unit (ICU). It was communicated that the patient has recovered and was currently at home. The patient has not had any further issues. The patient remains ongoing on heartmate 3 lvas with no further reported issues. The heartmate 3 lvas IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. The heartmate 3 lvas IFU rev. A. Is currently available. Section 1 of this document lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 provides an explanation of all pump parameters. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The cause of vt was unknown. The patient was transferred to the cardioverted and transferred to the intensive care unit. Patient recovered and currently home. He had no further issue.

Manufacturer narrative:
Section b5: additional information.

Manufacturer narrative:
The patient remains on lvad support with no further issues reported. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced ventricular tachycardia that converted into ventricular fibrillation. No alarms occurred. Benign interrogation of the log file. There were no unusual events recorded in the log file. The mcs equipment was operating as intended.